Event description:
Manufacturer reference number: 2017865-2021-35833. Manufacturer reference number: 2017865-2021-35835. Manufacturer reference number: 2017865-2021-35837. It was reported that the patient developed an infection. The patient's implantable cardiac defibrillator (ICD) along with their right ventricular (rv), left ventricular (lv), and right atrial (ra) leads were explanted. The patient was recovering.